Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient has been wearing the spinal pak device for 30 days continuously. The patient stated that when she wears it, it feels like an incision is getting pulled from the insides. The patient stated that the pain finally stopped after 72 hours of discontinued use. No further consequences have been reported at this time.

Event description:
It was reported that the patient has been wearing the spinal pak device for 30 days continuously. The patient stated that when she wears it, it feels like an incision is getting pulled from the insides. The patient stated that the pain finally stopped after 72 hours of discontinued use. No further consequences have been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, e: initial reporter also sent report to FDA, g1: contact office and manufacturer site, g3, g6: report type, h6: device code, impact code additional information - d5, d7a, h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use.

Event description:
It was reported that the patient has been wearing the spinal pak device for 30 days continuously. The patient stated that when she wears it, it feels like an incision is getting pulled from the insides. The patient stated that the pain finally stopped after 72 hours of discontinued use. No further consequences have been reported at this time.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient has been wearing the spinal pak device for 30 days continuously. The patient stated that when she wears it, it feels like an incision is getting pulled from the insides. The patient stated that the pain finally stopped after 72 hours of discontinued use. No further consequences have been reported at this time.